Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Device broke intra-operatively and was not fully implanted or explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented with broken fingers and was undergoing a surgical procedure to have a plate implanted. During the procedure, the surgeon attempted to insert a 1.5mm cortex screw. The screw broke at the head. Two (2) other attempts were made with two (2) other screws with the same result. The broken shafts of each of the three (3) screws remain in the patient's bone. The surgeon decided to leave the pieces in situ. The procedure was completed with a sixty (60) minute delay. The patient is currently under observation and is scheduled to start rehab. This report is 2 of 3 for (B)(4).